Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During preparation outside the patient, when the steel wire was put in the endoscope, the steel wire was fractured after the rotation. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned handle was broken. It had marks of the trip wire indicating that it was secured. The ligator housing was not returned. No other problems with the device were noted. The reported event of trip wire break was confirmed. Upon analysis, the returned handle assembly was found broken. It is possible that the trip wire break could have occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During preparation outside the patient, when the steel wire was put in the endoscope, the steel wire was fractured after the rotation. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.